Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician could not verify the customer's reported issue. The service technician replaced the power board as a precaution. The power board was also evaluated by carefusion and the reported issue could not be duplicated. The ventilator passed all testing.

Event description:
The customer reported model lap top ventilator 1200 displayed a reset alarm condition. It is unknown if the ventilator was connected to a patient when the reported problem occurred.